Event description:
It was reported that the pk dissecting forceps instrument does not grasp well. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the grip open angle was larger than usual and the grasping force was slightly below average. Engineering concluded that the cables may be stretched, reducing the grasping force. Engineering also found the distal end of the main tube has a 1.5 inch section with light material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.